Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area that burst. Visually there are no other defects. The steerable tip still steers. Water was introduced through all of the device lumens and the water flows from where it should with acceptation to the balloon lumen which is clogged with dried blood and fluids. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Balloon rupture during use

Event description:
Attorney alleges patient suffered physical and other injury as a result of the recalled lead. Attorney also alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and that the patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Review of manufacturer's database verified patient death. No allegation from a health care professional that the death was device related. Cause of death researched and not received.